Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The damage noted is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of multiple shocks. Upon interrogation, it was noted that 6 shocks for declared ventricular fibrillation were given along with numerous inhibitions of therapy secondary to right ventricular lead oversensing. The patient's right ventricular lead still has noise present in the emergency room. The patient's implantable cardioverter defibrillator was deactivated and the patient was admitted for a right ventricular lead revision. During the lead revision, the lead came out minus the lead tip. The surgeon believes that it looked like the lead tip had either broken off or was in the process of breaking which led to the noise issue. Additionally, during the procedure, it was noticed that the left ventricular lead had developed a loop in the slack that was left at implant. The surgeon attempted to correct the lead at which time the lead dislodged. The surgeon opted to replace the right, left ventricular leads and the device. The patient was stable post-procedure.